Manufacturer narrative:
The reagent lot number is 744690 with an expiration date of 30-sep-2024. Microfibrin residue was observed in the measuring cells. A liquid flow clean was performed and it appeared to solve the issue. The sample and reagent probes, sippers, and syringes, were checked and all parts appeared ok. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys cortisol ii results for 3 patient samples on a cobas e 801 analytical unit. Sample 1: the initial result was 0.34 ug/dl. The repeated results were 9.0 ug/dl and 8.46 ug/dl. Sample 2: the initial result was 0.26 ug/dl. The repeated results were 14.5 ug/dl and 13.3 ug/dl. Sample 3: the initial result was 0.47 ug/dl. The repeated results were 14.8 ug/dl and 14.7 ug/dl. The results were not reported outside of the laboratory. The repeated results were believed to be correct.

Manufacturer narrative:
The field service engineer (fse) did not identify any instrument issues. An instrument check passed. During a review of the alarm trace data, 1276 sample quality alarms were observed from the beginning of (B)(6) 2024 through the middle of (B)(6) 2024. The investigation determined the event was due to preanalytical handling issues (microclots and fibrin from samples contaminating the measuring cell flow paths).